Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the external pulse generator (epg) failed the battery removal test. The epg powered up with an error, due to which the printed circuit board (pcb) was replaced. The epg failed incoming functional testing. Due to the error, the epg could not be tested. Additionally, it was noted that the upper case gasket was damaged. The liquid crystal display (lcd) silicon was damaged. One of the case screw was contaminated. All found defective parts were replaced, and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) failed the battery removal test. There was no patient involvement.

Manufacturer narrative:
Product analysis: further analysis of the external pulse generator (epg) was performed. On visual inspection, no anomalies were observed. The main board was assembled into a golden unit. The unit was powered on and off. The unit was ran on the tester, however, more tests were failed. It was noted that the thermal imager showed excess heating on capacitors. One of the capacitors was replaced and the device was then assembled into a golden unit and passed tests ran on tester with no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.